Manufacturer narrative:
(B) (4). The lead was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The lead may have malfunctioned (not specified). There was no pt injury associated with the event. The pt recovered without sequela. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.